Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: 1.3.2, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the navigation system displayed an error 64 message after patient registration. Rebooting the navigation system restored functionality and the site continued with the procedure. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome.